Event description:
It was reported that the patient used tonic stimulation. As such, patient lost stimulation and the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019. Therapy was restored post-operatively.